Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the cutter device, and the reported condition was confirmed. An attachment device was received with a stuck drill bit. The cutter device was able to be removed from the attachment device. An assessment was performed it was determined that the drill bit showed signs of use, corrosion, and residues from cleaning the drill bit inside of the attachment. It was further determined that the cutting edges show clear signs of use. It was determined that the most probable cause for the found defect is a combination of normal wear and improper reprocessing. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the attachment device was unable to detach the burr device. During in-house engineering evaluation it was determined that the cutting edges of the cutter device showed clear signs of use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.